Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the cause of the por and shocked was not known. Manufacturer representative reprogrammed the device and checked the battery life. It was reported that the device was currently off to assess if fecal incontinence returns. No further information reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was hospitalized for unrelated condition and had to receive a procedure in which was shocked. Patient said that she did turn stimulation off however when she checked it the next day, she received screen with code meaning of por-power on reset. The patient indicated that the emi could be related to issue.the patient indicators for use are for gastrointestinal/ pelvic floor. No further patient complications have been reported as a result of this event in the event description.